Event description:
It was reported that the lv lead dislodged. Attempts to reposition were unsuccessful due to inability to advance stylet or guidewire through the lead beyond the suture sleeve. The physcian removed the sutures from the sleeve. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, distal conductor distorted, distal conductor blood/body fluid (not obstructed), damaged at implant. Full lead returned and analyzed. Additional analyst comment - guidewire insertion was blocked at 31cm distal due to the distorted coil. This most likely occurred during the implant attempt.